Manufacturer narrative:
The insulin pump had constant motion sensor test failure alarms noted during rewind due to out of phase motor encoder signal. Analysis was unable to confirm motor position encoder error alarms and perform displacement test due to motion sensor test failure alarms during rewind. No motor error alarms noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 11.9 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.